Manufacturer narrative:
Initial.

Event description:
It was reported that the user ran out of insulin and required assistance placing a new infusion set, after which blood glucose rose to 259 mg/dl while using the ilet and the user did not revert to an alternative therapy when the system was shut off or not delivering. Symptoms included dry mouth associated with hyperglycemia. Outcomes included the need for troubleshooting and education, without hospitalization. Investigation included review of product use, user technique, and troubleshooting steps. Investigation of this case revealed insulin unavailability at the time of the event and an infusion set replacement need, with no evidence of device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically insulin depletion and reliance on device therapy without timely alternative insulin administration.